Manufacturer narrative:
Returned for evaluation was an nevertouch kit. A visual examination of the returned kit noted there was a cut located towards the bottom side of the pouch. The customer's reported complaint description of packaging damage is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of packaging. During the packaging process the pouch receives multiple 100% visual inspection for damage. A possible contributing factor could have been handling damage after the device left the manufacturing facility. Although the exact root cause of the event can't be definitively determined, it does not appear to be the result of a manufacturing failure. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Event description:
Upon inspection of a an order of nevertouch laser fiber kits, it was noted a number of the kits ( various lot number)s appeared to be sliced open, compromising the sterility of the product. The disposable device kits have been returned to the manufacturer for a device evaluation.